Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the sensor had a communication problem. No additional event or patient information is available. Data was provided for evaluation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined.